Event description:
A customer reported she received an unknown high reading on her fs lite blood glucose meter. The customer additionally reported she experienced confusion, diaphoresis, seizure and loss of consciousness. The paramedics were called and she reported she received a glucose intravenous medication. The customer also reported she compared a reading of 144 mg/dl she received on her adc meter to a reading of 90 mg/dl obtained on a health care provider meter, but it is unknown if those readings are related to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
Lifepak didn't switch over from AED to full-mode when the door was opened. Two different rn's unsuccessfully troubleshoot the machine before I turned it off and on again. The defibrillator then did work successfully. Equipment to be sent to biomed. Physician present during event and aware. Did not result in harm to patient. The event was resolved quickly enough and the patient was in pulseless electrical activity (pea), (AED was not advising a shock either).

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.